Event description:
It was reported that shaft break occurred. A 3.00 x 24mm promus element plus stent was selected and prepared. However, there was difficulty in removing the stent protector. When pulling the protector the shaft was detached. The procedure was completed with a 2.75 x 24mm promus element plus stent. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the catheter was severely stretched at the distal outer. The bicomponent bond was broken. The break point was at the bond with a small piece (<1mm) of the distal inner remaining on the proximal inner. The gap between the broken sections measured 206mm due to the stretched outer. The distal end of the proximal inner was bunched up and so was the distal outer at the same location. The proximal end of the distal inner was slightly bunched up. This damage appears to indicate that there was difficulty advancing the guidewire through the bicomponent before breakage occurred. No issues were noted with the tip, stent and balloon of the device. Blood was visible inside the inflation lumen and balloon indicating that a negative pressure was applied to the catheter at time of the break. A product mandrel could be inserted through the tip and halfway the balloon without significant friction. The mandrel could not be advanced further most likely due to solidified blood and/ or contrast media. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00 x 24mm promus element plus stent was selected and prepared. However, there was difficulty in removing the stent protector. When pulling the protector the shaft was detached. The procedure was completed with a 2.75 x 24mm promus element plus stent. No patient complications were reported. Patient's status was good.